Manufacturer narrative:
Analysis of the recharger c0432799 found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the desktop charger connector pin was broken. It was reported that the connector pin broke off inside the ins recharger but could be removed. It was reported that the ins cannot be charged because of the damaged connector pin and therefore cannot use the stimulator.